Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 808:02. The root cause could not be determined. No repairs were performed to repair the reported condition. Review of the device event history determined that the reported condition occurred on (B)(6) 2010 and not the originally reported occurrence date of (B)(6) 2010. A follow up report will be submitted if additional information becomes available.

Event description:
The facility representative reported a colleague infusion pump which experienced failure code 808:02. It is unknown when or at what point in the process this event occurred. There was no report of patient injury or medical intervention necessary. This device is a remediated colleague pump with a user interface module software version of 5.09.90. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: a service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4).